Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high and low blood glucose levels. The customer's blood glucose level had been as high as 517mg/dl, and as low as 69mg/dl. The customer's most current level was 164mg/dl. The customer was treated at the hospital for their blood glucose levels. The customer declined to troubleshoot the device and requested replacement. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump was programmed with a 2.0 u/hr basal rate and was monitored for two days; the insulin pump delivered properly the basal profiles and no anomalies of basal delivery was noted. All bolus delivered during testing and basal delivered while pump was being monitored were properly recorded at the pump history screens. The insulin pump was programmed with correct time and date. No memory or history anomalies were noted. The insulin pump had minor scratched display window.